Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent mesh transvaginal removal of mesh, da vinci laparoscopic removal of retropubic sling and cystoscopy on (B)(6) 2013 due to pelvic pain and back/vaginal pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was also reported that the patient underwent partial mesh removal on (B)(6) 2012 and revision on (B)(6) 2013. (B)(4).